Event description:
It was reported that the user awoke to find the insulin cartridge emptied without an identifiable cause, with no visible damage to the prefilled fiasp cartridge, and blood glucose reportedly stable at 114 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included replacement supplies shipped and completion of troubleshooting and education, including guided contact detach supply change. Investigation included technical support review and user troubleshooting. Investigation of this case revealed a suspected leak from the cartridge or infusion set without confirmed source. It was concluded that the event was non-serious with no injury, and the device function could not be fully verified due to lack of returned product for evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.